Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was investigated. Upon evaluation high voltage had deviated to low voltage circuitry, damaging multiple components and power supplies on the computer / analog (ca) and defibrillator boards. The cause of the inability to complete testing is the damaged components. The root cause of the voltage deviation cannot be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.